Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient in hospital and unable to void after having unrelated back surgery. Patient had surgery earlier in day and was not voiding regularly yet. They were unsure if this was due to interstim system or anesthesia. Interstim was left on for the surgery and was still on to caller's knowledge. They would continue to cath patient and look into getting the patient's controller as they might decide to shut off stimulation for the short-term. They were going to try get patient programmer (pp) to hospital to shut off interstim system.